Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc) due to perforation. The patient complains of chest pain. Surgical intervention was performed and the lead was repositioned and remains in service.